Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Company rep reported, patient was revised due to loose stem. Surgeon converted to a total femur.

Manufacturer narrative:
An event regarding loosening involving a mrs stem was reported. The event was not confirmed. Device evaluation and results: there is evidence of explantation damage visible on the component with some evidence of tissue ingrowth onto the porous coating and also damage to the spigot which are consistent with in vivo use. Medical records received and evaluation: cementation of a device on a location less suitable for such due to complete loss of trabecular bone structure after previous revisions without the possibility for impaction bone grafting to restore this, has contributed to fixation failure an unknown time after implantation. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusions: the patient underwent revision surgery whereby the reported stem was revised for loosening. The medical review indicates that cementation of a device on a location less suitable for such due to complete loss of trabecular bone structure after previous revisions without the possibility for impaction bone grafting to restore this, has contributed to fixation failure an unknown time after implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as better quality x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Company rep reported, patient was revised due to loose stem. Surgeon converted to a total femur.